Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on apr 4, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error e216 was occurred at the user facility. Other detailed information was not provided. There was no report of patient injury associated with the event.